Event description:
It was reported that this pacemaker system exhibited three instances of loss of capture, which caused the patient to fall. No additional adverse patient effects were reported. This system remains in service.